Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of the first episode of menometrorrhagia ("worsening of meno-metrorrhagia"), the second episode of menometrorrhagia ("important menometrorrhagia") and uterine haemorrhage ("uterine clots") in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal colic, hypothyroidism, hypertension arterial and breast reduction. Concurrent conditions included menometrorrhagia and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of menometrorrhagia (seriousness criteria medically significant and intervention required), the second episode of menometrorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), asthenia ("asthenia") and malaise ("malaise"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy with removal of uterine clots and transfusion). Essure was removed on (B)(6) 2018. At the time of the report, the last episode of menometrorrhagia, uterine haemorrhage, asthenia and malaise outcome was unknown. The reporter provided no causality assessment for asthenia, malaise, uterine haemorrhage, the first episode of menometrorrhagia and the second episode of menometrorrhagia with essure. The reporter commented: case was reported to the health authorities in france. Sample was available. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery: hysterectomy for adenomyosis. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred terms: menometrorrhagia: analysis in the global safety database revealed 94 cases. Uterine haemorrhage: analysis in the global safety database revealed 253 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. On 14-may-2019: update of causality comment to correctly reflect circumstances. We received a returned sample in this case. A technical investigation was conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of the first episode of menometrorrhagia ("worsening of meno-metrorrhagia"), the second episode of menometrorrhagia ("important menometrorrhagia") and uterine haemorrhage ("uterine clots") in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal colic, hypothyroidism, hypertension arterial and breast reduction. Concurrent conditions included menometrorrhagia and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of menometrorrhagia (seriousness criteria medically significant and intervention required), the second episode of menometrorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), asthenia ("asthenia") and malaise ("malaise"). The patient was treated with surgery (hysterectomy wit bilateral salpingectomy and hysteroscopy with uterin clots removal and trasfusion). Essure was removed on (B)(6) 2018. At the time of the report, the last episode of menometrorrhagia, uterine haemorrhage, asthenia and malaise outcome was unknown. The reporter provided no causality assessment for asthenia, malaise, uterine haemorrhage, the first episode of menometrorrhagia and the second episode of menometrorrhagia with essure. The reporter commented: case was reported to the health authorities in france. Sample was available. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery:hysterectomy for adenomyosis device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred terms: menometrorrhagia analysis in the global safety database revealed 94 cases. Uterine haemorrhage analysis in the global safety database revealed 253 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of the first episode of menometrorrhagia ("worsening of meno-metrorrhagia"), the second episode of menometrorrhagia ("important menometrorrhagia") and uterine haemorrhage ("uterine clots") in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal colic, hypothyroidism, hypertension arterial and breast reduction. Concurrent conditions included menometrorrhagia and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of menometrorrhagia (seriousness criteria medically significant and intervention required), the second episode of menometrorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), asthenia ("asthenia") and malaise ("malaise"). The patient was treated with surgery (hysterectomy wit bilateral salpingectomy and hysteroscopy with uterin clots removal and trasfusion). Essure was removed on (B)(6) 2018. At the time of the report, the last episode of menometrorrhagia, uterine haemorrhage, asthenia and malaise outcome was unknown. The reporter provided no causality assessment for asthenia, malaise, uterine haemorrhage, the first episode of menometrorrhagia and the second episode of menometrorrhagia with essure. The reporter commented: case was reported to the health authorities in france. Sample was available. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery:hysterectomy for adenomyosis. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred terms: menometrorrhagia analysis in the global safety database revealed 93 cases. Uterine haemorrhage analysis in the global safety database revealed 253 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Dsil end. Most recent follow-up information incorporated above includes: on 3-apr-2019: concomitant condition added. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery: hysterectomy for adenomyosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of the first episode of menometrorrhagia ("worsening of meno-metrorrhagia"), the second episode of menometrorrhagia ("important menometrorrhagia") and uterine haemorrhage ("uterine clots") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of menometrorrhagia (seriousness criteria medically significant and intervention required), the second episode of menometrorrhagia (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), asthenia ("asthenia") and malaise ("malaise"). The patient was treated with surgery (hysterectomy wit bilateral salpingectomy) and hysteroscopy with uterine clots removal and transfusion. Essure was removed on (B)(6) 2018. At the time of the report, the last episode of menometrorrhagia, asthenia and malaise outcome was unknown. The reporter provided no causality assessment for asthenia, malaise, uterine haemorrhage, the first episode of menometrorrhagia and the second episode of menometrorrhagia with essure. The reporter commented: case was reported to the health authorities in france. Sample was available. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-mar-2019 for the following meddra preferred term: menometrorrhagia analysis in the global safety database revealed 93 cases. Uterine haemorrhage analysis in the global safety database revealed 253 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.